Manufacturer narrative:
The reported complaint of filter leakage can be confirmed for the returned set. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interactions. A batch record review was performed to lot# 896215h, list# (B)(4) and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation with zero defects found.

Event description:
The event occurred on an unknown day in 2019. The customer leakage on the filter of a plum set during administration of taxol chemotherapy.